Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported by the patient's spouse that the patient had a low egv on the receiver however they did not hear any alert/sound. The patient was sleeping at the time and when the spouse checked, his complexion was white and seemed to have passed out. No fingerstick was taken. No treatment/medication was given at that time by the spouse. The spouse then called the paramedics who arrived at about 2:00 am. When the paramedics came, they took a fingerstick which showed an unremembered low bg reading. There was still no alert/sound for low egv. The egv at that time was not documented. They then gave the patient IV fluids and the patient regained consciousness. The patient was then taken to the hospital and the fingerstick taken there showed a bg of 120-140 mgdl. The receiver was still not giving an alert/sound. The egv at that time was not documented. No other treatment/medication was given to the patient. The patient stayed at the hospital for less than hour and was discharged the same day. During the call, the spouse said the patient is fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported by the patient's spouse that the patient had a low egv on the receiver however they did not hear any alert/sound. The patient was sleeping at the time and when the spouse checked, his complexion was white and seemed to have passed out. No fingerstick was taken. No treatment/medication was given at that time by the spouse. The spouse then called the paramedics who arrived at about 2:00 am. When the paramedics came, they took a fingerstick which showed an unremembered low bg reading. There was still no alert/sound for low egv. The egv at that time was not documented. They then gave the patient IV fluids and the patient regained consciousness. The patient was then taken to the hospital and the fingerstick taken there showed a bg of 120-140 mgdl. The receiver was still not giving an alert/sound. The egv at that time was not documented. No other treatment/medication was given to the patient. The patient stayed at the hospital for less than hour and was discharged the same day. During the call, the spouse said the patient is fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.